Manufacturer narrative:
(B)(4). Date sent: 11/14/2016. (B)(4). The analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present only the anvil half and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what is the surgeon/healthcare provider¿s experience with the device? 8 years. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible and tactile feedback when firing the device? Yes. Was the washer inspected? If so, please describe. He does not know. Each time the healthcare provider fires this device, does he/she dial down into the green range, wait 15 seconds and retighten? He tightens the stapler to the middle of the green range, then tightens and waits 30 seconds before firing.

Event description:
It was reported that during a low anterior resection (lar) procedure, per the first assist, the surgeon attempted to dial the stapler down to "about the half way mark" and squeezed the handle to fire. The surgeon did not notice anything different and removed with a 3/4 turn with no issues. When checking the anastomosis she noticed "many" unformed staples and a hole in the anastomosis. Unformed staples although both sets of donuts looked complete.